Event description:
A customer experienced a signal loss alarm issue with the freestyle libre 2 sensor. Due to the reported issue, the customer required unspecified third-party intervention. No additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The investigation attempted to replicate the user complaint and did not receive a signal loss alarm using a similar configuration (iphone xr device with ios version (B)(4) fsll version (B)(4)) and a known good libre 2 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.